Manufacturer narrative:
(B)(6). Device manufacture date is not known. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device gear was broken. Therefore, the reported condition was confirmed. It was further determined that the gear was blocked, the device was leaking soft mode and sluggish. The assignable root cause was determined to be due to excessively strain/wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the gear on the compact air drive device was broken. It was further determined that the gear was blocked, leaking soft mode, sluggish, defective and failed air leak test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.